Event description:
As reported on (B)(6) 2013 by the user facility supply tech, "it broke inside the pt, the needle. The supply tech advised that the needle broke either monday or tuesday of last week." The reported defective device was returned to the manufacturer for evaluation. An initial review of the returned device noted that the electrode tines were present and attached. Damage was noted to the trocar between distal tines and the handle. No harm or injury was reported due to this product problem and the procedure was completed with another same type device.

Manufacturer narrative:
The lot history record was reviewed for starburst talon for trocar assembly, 100% final test, inspection and released components. Nothing was found to have contributed to the reported event. At this time, angiodynamics has deemed these process controls adequate to detect this failure mode. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: do not twist or exert high forces on the device while it is deployed in the tissue. This may cause the needles to break and remain in the tissue. For semiflex talons; over bending of the trocar to a radius smaller than 5cm beyond a 90 degree curvature and/or kinking the device can damage the trocar and cause pt injury. Do not bend or kink the trocar or the needles. This may cause damage and result in a non-functional device. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. Complaint # (B)(4).